Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that at first the device did not power up when the board was assembled into a golden unit, then it did power on. The unit was run on the automated tester and passed all tests. After a crystal oscillator was replaced, the board functioned normally. Conclusion: confirmed reported event, a crystal oscillator was non functional.

Event description:
It was reported that the external pulse generator would not power up, right out of the box. It was further noted that multiple sets of batteries were tried and that per the biomedical engineer (user) the battery orientation was good. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the output connector assembly had pinched wires with exposed wires, two case screws were contaminated, the encoder nuts were not torqued to specification and the display had pinched wires, the insulation was intact no exposed wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.